Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported unspecified "issue" against a right side device. Healthcare professional later reported capsular contracture, baker grade iii, "microcalcifications," and peri-implant liquid collection." The device remains implanted.

Event description:
Patient reported no complaint against a right side device. Healthcare professional later reported capsular contracture, baker grade iii, "microcalcifications," and peri-implant liquid collection." The device remains implanted.

Manufacturer narrative:
No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
The devices has been explanted.